Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that at the start of infusion, the weight of the device was 176g; at the end of the expected therapy time, the weight of the device was 168g. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.